Event description:
Patient required a right subclavian central line (triple lumen). It was done at the bedside, and was a difficult line placement, requiring portable x-ray to assist with the line placement. The physician was trying to rewire the central line, inserted the wire, switched the catheter, and then tried to pull out the wire. She felt it "give", starting to unravel. She had to pull out the entire catheter, lose access, and do a new stick. Fortunately, the wire came out with the catheter.